Event description:
Reporter indicated that vns patient had passed away. Cause of death is not known at this time. The patient was scheduled for generator replacement surgery due to end of service, but expired before surgery took place. There is no evidence at this time that the ncp system caused or contributed to the reported event.